Event description:
It was reported that during a laparoscopic sigma procedure, the device did not fire at all. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Evaluation summary: the analysis results found that the ets45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and pinion axle support were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempting to fire on ticker tissue then indicated or attempted to fire through a lock reload in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.